Event description:
It was reported the unit had a small burn hole and would not work.

Manufacturer narrative:
It was reported the unit had a small burn hole and would not work. Our investigation revealed that a thermostat terminal was broken and generated enough of a spark to make a 1/4" burn hole in the pad cover. Breaking a thermostat terminal requires a significant direct force which is explicitly warned against in the instructions. However, we have enacted a CAPA project ((B)(4)) to reduce the occurrence of this failure.